Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Transseptal puncture was performed using the swartz introducer and rf needle. After the introducer was placed in the left atrium, and while left atrial imaging was conducted, contrast imaging revealed the contrast agent leaked into the atrial septum. The physician thinks that the tip of the introducer was drawn into the septum, and that the contrast imaging showed there might have been a deviation due to the pressure. No changes were observed in the vitals, but the procedure was discontinued at the physician's discretion.